Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead was capped and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, a decrease in r-wave amplitude on the right ventricular (rv) lead was noted. Upon further investigation, it was noted that there was undersensing on the rv lead. No further intervention has been performed at this time and the lead will continue to be monitored. The patient was stable with no adverse consequences.